Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. The customer reported to the emergency room (ER) due to a blood glucose level of 500-509 mg/dl and moderate ketones. The customer delivered a bolus via the pump prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ER. The customer was released from the ER 6 hours later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged load fill issue could not be verified.